Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. An unexpected grinding noise was noted during rewind due to a faulty motor. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window. The battery cap was installed and removed and fit properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 644 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization as per health care provider was diabetic ketoacidosis. The customer was treated with fluids and liquid diet. The customer declined to troubleshoot and wants pump replace. The customer was sending replacement pump per request. The customer reported that the battery cap doesn't fit right. The customer has to push on it to get it to go in.